Manufacturer narrative:
To date, the lead remains implanted and in service without further reported complications. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture, same day post implant. As a result, the physician elected to surgically intervene and reposition. Lead repositioning successful; no adverse effects reported.